Manufacturer narrative:
Review of the device history record (DHR) and other quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer stated that 10 to 15 tampons came apart during removal and pieces remained inside. She stated she was able to remove the remaining pieces and did not seek medical treatment.